Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 479 mg/dl at time of incident and current blood glucose level was unknown. The customer was unable to troubleshooting. Customer stated that the insulin pump had insulin flow blocked but customer already changed infusion set. Customer reports alarm did not occur during fill tubing. The devices will not be returned for analysis.